Event description:
As reported: "when removing the gamma 3, the instruments for gamma 4 were mistakenly provided due to an ordering error. When attempting to force a gamma 4 screwdriver onto a gamma 3 lag screw and hammer it out with a slide hammer, the tip of the screwdriver broke off and remained inside the lag screw. Ultimately, the removal of the nail was abandoned."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.